Manufacturer narrative:
Additional information d4: serial no. Additional information d4: unique identifier (UDI) #. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed ¿system error, unable to detect occlusions" during patient infusion. It was unclear if the medication being infused was antibiotics or antiemetic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the event history was reviewed. While downstream occlusion alarms were present in earlier log, most recently on august 9; they were not observed on the event date. However, a system error 21515 (uso sensor failure low) occurred on the day of the event. A device history review revealed no issues that could have caused or contributed to the reported issue.